Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2006, the patient presented with preoperative diagnosis of degenerative disk disease of the lumbar spine with facet joint arthropathy and possible lumbar radiculopathy. The patient underwent diagnostic facet joint block using median branch approach at the l3, l4 and l5 levels bilaterally. (B)(6) 2007: the patient presented with preoperative diagnosis of discogenic lumbar pain and underwent diagnostic lumbar discography at the l3-4, l4-5 and l5-s1 levels. (B)(6) 2007: the patient presented with preoperative diagnosis of l5-s1 disk degeneration. The patient underwent l5-s1 anterior lumbar interbody fusion with a cage and rhbmp-2/acs bone graft substitute. Per-op notes: the patient was brought to the operating room and under endotracheal general anesthesia was placed in the supine position, the abdomen prepped and draped in a standard fashion. A transverse incision was made overlying the right rectus sheath and carried down to the rectus sheath, which was divided transversely. We then mobilized the rectus muscle from lateral to medial. We then entered the retroperitoneal interval and developed it down until we were on the surface of the psoas. We then took this medially until we identified the common iliac artery and vein. The synframe retractor was then assembled. Working the bifurcation, we exposed the disk space. The descending sacral vessels were taken down with bovie cautery. The blades were placed deep, protecting the bifurcation and the common iliac on both sides. X-ray was taken to confirm levels. Box annulotomy was then made. A total diskectomy was carried out. The diskectomy was carried down to punctate bleeding bone and back to the posterior longitudinal ligament. The surgeon had previously templated and ascertained that 16 x 23 cages would be the appropriate size. The 16-mm double-barrel working sleeve was then placed. Two channels for cages were reamed. The cages were placed. The wound was profusely irrigated. The rhbmp-2/acs sponges were then placed inside the cages, with 1-1/2 sponges per cage and a half sponge on either side of the cage. X-ray was taken to confirm position of the hardware. (B)(6) 2008: the patient presented with preoperative diagnosis of degenerative disk disease at the l4-5 level, minimally compressing the existing left l4 nerve root with left lumbar radiculopathy and postsurgical changes without compression of the l5-s1 level. The patient underwent transforaminal epidural injection at the left l4-5 level under fluoroscopic guidance.